Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that before a case, the unit gave an e-1 error and the light would not turn on.